Event description:
A caller reported a cartridge alarm issue with their pump, resulting in a blood glucose level of 420 mg/dl. There was no adverse impact to the customer's blood glucose level. To address the issue, a correction injection via mdi was administered by the customer. Technical support confirmed multiple cartridge alarms with consecutive cartridges and decided to replace the pump, as it was still under warranty. The customer was instructed on various steps to safely return the old pump, set up the new one, and perform backups, which they understood and acknowledged. The replacement pump was sent with updated software, and the customer was advised to program their settings and connect their cgm to the new device.